Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. There is no indication of a product quality issue with respect to the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Per study physician, the chest pain and subsequent treatment was unrelated to the xience xpedition stent and unrelated to the index procedure. There was no device malfunction. There is no indication of a product quality issue with respect to manufacturing, design or labeling of the device.

Event description:
Subsequent to the initial 30 day medwatch, the following information was received: on (B)(6) 2015, the patient started experiencing chest pain. On (B)(6) 2015, the patient was admitted to the hospital for chest pain and an x-ray was performed. Per study physician, the chest pain and subsequent treatment was unrelated to the xience xpedition stent and unrelated to the index procedure. There was no device malfunction. The event resolved without sequela.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, a 4.0x12mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca) lesion. On an unspecified date, the patient was hospitalized for chest pain. There was no device relationship reported. There was no additional information provided.